Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown.

Event description:
It was reported during surgery while the surgeon was inserting a 2.3mm locking screw into the volar distal radius plate the 1.5mm hex screwdriver tip broke off. The broken tip was removed, and the screw was inserted with a second driver tip. The surgery was completed after a 5-minute delay. No other patient consequences were reported.